Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had an issue where all the station in the hospital were in override mode and new medications orders were not showing up. The customer stated that they did not put the station in override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where multiple patient orders were not crossing over to multiple stations. A technical support specialist (tss) dialed into the device and reviewed the data synchronization logs, finding no communication issues. The tss then connected to the application server, ran the server downtime query, and verified that xml messages were being processed in real time. They confirmed that the interface was not in a disconnected state, the interface heartbeat showed no delays, and there were no pending xml messages awaiting processing. The tss confirmed with the customer that the issue had been resolved. The customer inquired about the cause of the issue. The tss reviewed the critical override (co) history and determined that the co reason was listed as inbound delay. The system functioned as intended after the technical support specialist assessed the device.